Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted visual inspection upon receipt found that the urethane outer layer had been sheared off the core wire on approx. 155mm -210mm from the distal end of the device in the distal direction from the proximal. There was no missing portion on the actual sample. Magnifying inspection of the sheared segment of the urethane outer layer found that the shear cross-section was in the smooth state, implying that it had been cut with a cutting tool. A semi-circumferential groove was found on the sheared surface. From these findings, it is assumable that the actual sample came into contact with a sharp object and in this state it was withdrawn in the distal direction from the proximal, resulting in the generation of shearing of the urethane outer layer. The outside diameter was measured on the undamaged segment and confirmed to meet the specifications. Reproductive testing was performed, based on an assumption that the actual sample was withdrawn in the state of coming into contact with a sharp metal device, including a metal needle, a current guidewire m product sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire m sample having contact with the metallic needle. The urethane coating was sheared off from the guidewire m sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state with the presence of a semi-circumferential groove on the sheared surface. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the complaint description, it is likely that the actual sample was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual sample. As the result, the urethane outer layer was sheared off the wire. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported separation of the urethane layer. Follow up communication with the user facility confirmed the following information: during withdrawal of the lead of the cardiac pacemaker, when the customer manipulated the actual sample through the involved puncture needle, he felt some resistance. He withdrew the actual sample and found the urethane outer layer had been sheared off the core wire. The procedure was completed successfully, and the patient was not harmed.